Manufacturer narrative:
Product event summary: at analysis the customer comment of broken port was confirmed, the output connector assembly was broken. It was additionally noted that the upper case was dented, the main printed circuit board was out of specification in an electrical manner and two knobs were missing. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the atrial port on the external pulse generator was broken. The generator was returned for service. No patient complications have been reported as a result of this event.